Event description:
It was reported that a m.blue (part # fx801t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system was believed to be operated in underdrainage and had adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2023. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years 9 months. Height: 94 centimeters (cm). Weight: 16 kilograms (kg). Gender: male.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has indicated that the valve has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical position. Due to the non-permeability of the valve, a computer-controlled test is not applicable. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational; however, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation results, we can determine a blockage as well as a non-adjustability in the valve. The determined deposits can be named as the cause for the functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.